Event description:
It was reported approximately one year later that the patient had the problem with her catheter and it had to be replaced because she had fallen on lava in (B)(4). The patient stated that since the replacement she had been having ¿a lot of throbbing¿ in her back that was coming from the catheter, and even when she uses her personal therapy manager (ptm) boluses it doesn¿t take away the throbbing. The patient had a ¿hot feeling¿ in the catheter area. The patient stated that the pain was so bad that she was constantly nauseated. The patient also had pain from the pump hitting her sciatic nerve. The patient stated that the pump ¿pokes out¿. The patient saw her healthcare provider (hcp) the thursday prior to the report and the hcp was ¿debating whether to take it out or redo it¿. The hcp stated that the problem was that the patient is so tiny. The hcp ¿took a picture¿ and the patient was to see the hcp again in a month. It was later reported that the patient was last seen on (B)(6) 2013 at which time the prialt was discontinued. There had been no change in the patient symptoms with or without the prialt. The patient continued to be sub-therapeutic on all therapies. The device system currently delivered baclofen, fentanyl and bupivacaine.

Event description:
Conflicting information was provided and the pump may have currently delivered morphine as well. It was also reported that the patient continued to experience back spasms.

Event description:
It was reported that the patient had fallen 2 days prior to the report and the catheter area was black and blue. It was also noted that she ''went up to about 9,000 feet yesterday .'' She then experienced feeling as if she ''wanted to throw up'', had headaches and her back felt numb near the catheter. She also noted feeling ''hyper at night.'' She felt ''fine'' the following day. The patient had an appointment to see the health care provider the following week. The patient also experienced "decreased pain" over the past few weeks. It was not possible to aspirate the catheter so no dye study was completed. Catheter replacement was scheduled. A catheter revision was performed in (B)(6) 2012. The lumbar junction was disconnected and significant flow was noted. Examination of catheter end appeared ''ragged.'' The catheter end was trimmed, and the side port was accessed. A dye study was performed and results were satisfactory. One week post operation the patient was doing markedly better. It was further noted, however, that the basal dose rate was decreased significantly while the bolus doses were increased. Following the revision procedure, the patient experienced withdrawal and her legs ached more. Prialt was added to the patient's pump. She was experiencing spasms in her low back area located at or around the pump and near the catheter pathway; and heating pads ''really helped calm them down.'' The patient was home, and her status was noted as being ''good.'' The pump contained morphine, fentanyl, bupivacaine, prialt, and baclofen. In regard to the catheter revision, there was no specimen available for return to the manufacturer.

Manufacturer narrative:
Implanted: (B)(6) 2010, product type catheter.

Manufacturer narrative:
(B)(4).